Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the chordal rupture. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat grade 4 mitral regurgitation (mr). Two clips were implanted, reducing mr to grade less than 1. On (B)(6) 2020, transthoracic echocardiogram (tte) was performed showing mr increased to 4+. On (B)(6) 2020, transesophageal echocardiogram (tee) was performed and the clips were noted to be secure on both leaflets; however, the posterior leaflet showed more movement due to a chordal rupture. It is unknown if the chordal rupture and increased mr are due to disease progression or related to the implanted clip. No additional treatment has been scheduled. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of chordal rupture (tissue damage) and mitral regurgitation (mr) are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported tissue damage could not be determined. The reported mr was a cascading event of the reported tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.